Event description:
It was reported that during percutaneous coronary intervention (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in the moderate tortuous and severely calcified left anterior descending (lad). During the balloon inflation the maverick2 balloon ruptured. The procedure was completed with a different device. No pt complications or injuries were noted. Pt's status listed as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the devices met their material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.